Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 30 mg/dl. It was reported that the cannula was bent when the infusion set was removed. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. The high pressure test could not be conducted, but several no delivery alarms were found in the alarm history. Found that the am/pm function was incorrect. Assisted in correcting it. Nothing further was reported.